Manufacturer narrative:
A ge oec svc rep investigated the issue and found a broken cable in the interconnect cable. The interconnect cable was removed and replaced. Additionally, the collimator stops were re-calibrated. The sys was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.

Event description:
The ge oec 9800 fluoroscopy system would display an image, only a line appeared in the middle of the monitor. There was also a reported issue with the collimators not functioning properly.